Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a robotic-assisted laparoscopic incisional hernia repair with placement of mesh. He had revision surgery 5 months post-surgery. During the post-op surgery, an attempted robotic-assisted laparoscopic repair of incisional hernia, conversion to open repair of incisional hernia with placement of mesh was performed. The patient experienced adhesions, mesh contraction, and recurrence.